Manufacturer narrative:
The technician found one brake caster and the steer caster were damaged along with all found caster supports. The technician replaced the supports and casters to repair the bed.

Event description:
Information received indicates the brake will not hold.